Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision. A bsn representative was able to reprogram the patient and cover all of their pain areas. The patient is doing well.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Event description:
A report was received that the patient will undergo a pocket revision due to discomfort at the pocket site.

Manufacturer narrative:
Additional information was received that the patient had been treated with voltaren gel, a topical anti-inflammatory, for discomfort at the pocket site. The physician plans on further treating the patient with anti-inflammatory injections at the pocket site.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision procedure due to pocket pain. The physician revised patient's pocket. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional information was received that the patient will not be receiving anti-inflammatory injections. A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.